Event description:
Additional information was received indicating the pacing configuration had been reprogrammed to unipolar which yielded acceptable pacing impedance measurements. Oversensing on the atrial channel was then observed. Boston scientific technical services (ts) discussed the oversensing was likely related to programming to unipolar and recommended adjusting the sensitivity. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Records indicate this system remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited two pacing impedance measurements greater than 2,000 ohms. Testing was unable to reproduce any out of range measurements and there was no evidence of noise. A chest x-ray was performed and no anomalies were noted. No adverse patient effects were reported.